Event description:
It was reported that the pt was being taken into the operating room for a repair of a wrist fracture when she started displaying seizure-like activity and quit breathing. The procedure had not started yet and no anesthesia had been given to the pt. They were not going to be using cautery for the procedure.

Manufacturer narrative:
(B)(4).